Event description:
Spontaneous disconnection of the drain without handling nor of its anchoring point. Patient outcome requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). No product or photo images were provided to assist in this investigation. The device is inspected during the manufacturing process. (B)(4). The appropriate design control activities have been completed. The root cause of the separation is unknown. Unfortunately, no product was returned to assist in this investigation. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in bs en 1617:1997. Although not an output of this investigation, an engineering project has been initiated in an effort to improve this device. We will continue to monitor for similar complaints. The appropriate in-house personnel have been notified.